Event description:
The patient reported that their physician was aware of their under-stimulation issue. It was noted that the issue had not been resolved as of (B)(6) 2016.

Event description:
The patient implanted for spinal pain reported that she had a fusion 4 months ago and her pain had subsided since. Therefore, she had not used her device much lately. The surgeon may have moved the leads and they may not be connecting properly. When she would lean back, she would get a really powerful stimulation sensation. The stimulation was not constant like the way it was before. This all started happening after she had an MRI for her back, of which was not related to her device. She needed to know why there was a lightning bolt on her patient programmer (pp) screen. It was explained to the patient that this indicated that stimulation was on and she currently had adaptive stimulation. It was explained that everything that was appearing was what would be expected. The patient was redirected to their healthcare provider (hcp). The potential lead issue was reported to have an event date of (B)(6) 2015 and the strong stimulation was about a month ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.